Event description:
While removing the infusaport the catheter separated from the reservoir, attempted to collect catheter was unsuccessful. The clavicle had to be transected in order to remove the catheter.